Event description:
The customer contacted baxter's technical service center (tsc) regarding a check patient line alarm which occurred on the homechoice (hc) during use. The baxter technical service representative (tsr) had the home patient (hp) close and open transfer set 3 times, move clamp and rub line, pull up on lines, check lines for fibrin or air. The hp stated that there were large air bubbles in the line. The tsr advised hp to end therapy and start over with new supplies. The tsr walked hp through ending therapy procedure. There was no patient injury or medical intervention indicated at the time of the initial report. There was patient involvement. Product surveillance contacted hp on (B)(6) 2011, regarding the check patient line alarm. The hp reported that the issue was resolved. The hp said that she saw fibrin in the line that had caused the air pockets in the patient line. The hp said that she saw her nurse the following weekday and was treated for fibrin. Per hp, there were no loose connections, (unintentional) disconnections or defects on the supplies. The hp stated that she discussed the alarm with his nurse. Per hp, she did not have any injury or harm as a result of this incident. The hp stated that she is doing fine and continuing therapy without issues. The hp stated that she had discarded the supplies after therapy, and did not know the lot numbers. No allegations were made against any of the hp's dialysis products. No patient injury or medical intervention was indicated. No further information was provided.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Additional investigation is being conducted through (B)(4).

Manufacturer narrative:
(B)(4). The device had been discarded and the lot number was unknown, a batch review could not be performed. Should additional information become available a follow-up report will be filed.